Event description:
The following information was provided on a device tracking registration form: withdrawn, removed, lodged subcutaneous right coronary main artery. Although no patient injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur.